Event description:
During a thorascopic procedure, the approximating lever broke. The surgeon oversewed to complete the procedure.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.